Event description:
The ICD was explanted when pacing impedance >2000 ohms was observed on the ventricular p/s sense lead. The lead was x-rayed, but no fracture was visible. Noise was also sensed. The noice was reproducible by tapping on the header of the ICD. The decision was made to change out the device.